Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The suspend feature functioned properly. No suspend anomaly was noted during testing. The insulin pump had multiple alarms for corrupted data in the alarm history screen and was unable to upload due to a corrupted history file. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion and excessive no delivery tests could not be performed due to the prime anomaly. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip.

Event description:
It was reported that the customer had issues with the insulin pump. The insulin pump went into suspend and received a no delivery alarm. The blood glucose reading was 5.4mmol/l. Nothing further reported.